Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 26.6 mmol/l, 14.0 mmol/l and 7.0 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).